Event description:
After a coronary drug eluting stenting treatment procedure a hypersensitivity reaction may have occurred. The pt successfully had a taxus express2 3.5 x 16 drug eluting stent implanted. About 2-3 weeks ago the pt started to complain of hives, shortness of breath, tachycardia, and hypotension. Pt status is reported as "stable."